Manufacturer narrative:
H10: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A underwater leak test was performed with no issues noted. The reported condition was not verified on the actual sample. Additionally, two (2) retention samples were connected and disconnected to an in-lab set with no issues noted. The devices were attached to an air flow and submerged in a water bag; the pressure was increased with no issues noted. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink IV access valve leaked from an unspecified location. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.